Event description:
Discrepant results for sars cov-2 target with neumodx sars-cov-2 test strip.

Manufacturer narrative:
Our investigation did not confirm a product malfunction and the cause of the differing results is currently unknown. We are reporting this event in an abundance of caution and in accordance with the eua requirements.